Event description:
Device = 547 mg/dl at 5:34 am. A repeat test = 527 mg/dl at 5:36. Lab = 298 mg/dl at 5:42 am. Controls were in range. Patient was not treated based on device results. A request was made for return product and replacement product was sent.